Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned. The lead was revised due noise and lead fracture. A new rv lead with different model was successfully implanted. No additional adverse patient effects were reported.